Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the display lens was observed to be scratched. Unrelated to the complaint, investigation revealed the following issues: a leak test revealed a leak due to a cracked pump case. The pump was opened and moisture was found on multiple internal component of the pump. The keypad was unresponsive due to the internal moisture damage. The audio bolus button was unable to be tested due to unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.